Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is using fiasp insulin. Tandem technical support informed customer that fiasp is off label per the user guide. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Customer addressed the elevated blood glucose level and occlusion by changing the pump supplies, and successfully resuming insulin therapy.